Event description:
It was reported damage to the housing and usb port of a t:slim x2 pump, specifically impacting the usb port pins and charging capabilities. No specific event was identified as causing the damage, with wear and tear noted as the reason. There was no reported adverse impact to the customer's blood glucose level. Technical support resolved the issue by arranging for a pump replacement, confirming the warranty status, and ensured the customer used a backup insulin pump to avoid service interruptions. The caller was instructed on returning the pump and putting it into storage mode, acknowledging all instructions provided.